Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that when the subject balloon was attempted to inflate inside the patient's anatomy during procedure, it did not swell, and upon removal, some leakage of the diluted contrast agent was confirmed. The procedure was completed successfully using a new balloon catheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and functional testing coil could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use and the device was prepared as per the dfu, the balloon was able to be successfully inflated during preparation with no leakage noted, and continuous flush was maintained throughout the procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to the reported complaint.

Event description:
It was reported that when the subject balloon was attempted to inflate inside the patient's anatomy during procedure, it did not swell, and upon removal, some leakage of the diluted contrast agent was confirmed. The procedure was completed successfully using a new balloon catheter. There were no reported clinical consequences to the patient.